Event description:
It was reported that customer experienced high blood glucose and went to ER for treatment. Customer had blood glucose level over 400 mg/dl. There was no reported injury or permanent damage, and no information was available regarding ketone testing. Customer received IV saline and insulin, and this treatment resolved issue. The customer declined a follow up call to obtain additional information.